Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms and the pump self test failed. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The pump passed the self test and displacement test. No pump error 63 was noted during testing. No cold solder joints were found at the keypad overlay per visual inspection. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window, case and keypad overlay.